Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had off no power. The blood glucose was 150 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the off no power alert and no unattended alarms were received. New battery did not resolve the issue. Customer advised to monitor the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. No button error alarm during testing. Unable to perform operating currents, self test and displacement test or verify battery out limit due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act, up and down.